Event description:
It was reported that patient experienced hypoglycemia while wearing a pod between 36 and 48 hours. After experiencing high blood glucose (bg) levels after delivering boluses and delivering manual injections (about 6 units), the patient's bg level dropped below 10 mg/dl. Patient had a seizure and lost consciousness; her partner delivered around 100 grams of sugar and patient regained consciousness without needing further medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.